Event description:
Device malfunction: clip deployed in subcutaneous tissue. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after depressing the trigger the clip deployed in subcutaneous tissue. The clip was quickly removed with hemostats. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.